Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/25/2007, 09/27/2007, and 10/16/2007 by phone, mail and fax. Additional information was received 09/25/2007 by phone. A completed questionnaire has not been returned.

Event description:
A surgeon reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested.